Event description:
Patient reported the infusion device "screaming" not beeping. He indicated that the display screen had a big black blotch in the upper left hand corner. Patient stated that the power pack was in use less than two weeks. He replaced the power pack and indicated the infusion device worked properly, however the display screen still appeared to be damaged. The patient was aware of the power pack recall. Patient did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.